Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 493 mg/dl, 457 mg/dl, and 90 mg/dl. Customer reported hypoglycemia with these results. He was able to consume dextrose on his own. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.